Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and patient is in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: fg maverick 2 mr, 2.50mm x 15mm was returned for analysis. A visual, tactile, microscopic examination, wire insertion test and leakage test were performed. A visual and tactile examination identified multiple kinking along the length of the hypotube shaft. A visual and tactile examination of the distal shaft polymer extrusion identified no damage. A microscopic examination of the distal extrusion identified that the inner lumen was stretched at various locations along its length, including inside the balloon. Due to the stretching in the inner/wire lumen, it was not possible to load a 0.014inch size guidewire through the wire lumen. A microscopic examination of the balloon material identified no damages. The device was attached to a pre-tested encore inflation unit and the balloon inflated to its rated burst pressure (rbp) of 14 atmospheres with no leaks noted. A vacuum was applied and the balloon deflated. The balloon was inflated two more times and on each occasion the balloon fully inflated to its rbp and maintained pressure with no leaks. The balloon was exhibited signs of having been inflated and was not refolded. A microscopic examination of the tip identified no damages.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported, and patient is in good condition post-procedure.